Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device experienced t-wave oversensing (twos). The physician attempted to adjust the sensitivity, but had the same result. The physician will change the sensing threshold decay delay and if necessary, extend the blanking period. The device remains in use. No patient complications have been reported as a result of this event.